Event description:
As reported by the user facility: incident description: patient freshly admitted, norepi lines primed perfectly according to manufacturer instructions and using safety" protocols suggested by educators/management. Within 2 hours of initially priming lines 'air in line' alarms started going off. Attempted to advance air approximately 8 times with no resolution to the air. In the process of attempting to advance the air the patients blood pressure began dropping (map 55) and bedside nurse had to quickly change to the backup norepi line to maintain blood pressure. Air in line alarms continue to be ongoing despite multiple attempts to resolve."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.